Event description:
Robotic instrument (cardiere) broke while inside patient during procedure. A cable at the tip of the instrument snapped and rendered the instrument unable to be used. The instrument still had 7 uses left in the life of the instrument. The cable, while broken, stayed on the end of the instrument and did not fall into the abdomen. The instrument was replaced and the surgery continued.